Manufacturer narrative:
(B)(4). Method code: a review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during a laparoscopic assisted vaginal hysterectomy when removing the device from the patient's cavity the device broke. The physician noticed that a piece of the balloon was missing and retrieved it by converting the procedure to laparotomy and making a 20cm incision. It was also reported that the procedure was extended by more than 30 minutes with no patient adverse event reported.